Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error noted during testing. All operating currents are within specification. Off/on power alarm functions properly. No battery out limits alarm noted. Pump received with cracked reservoir tube lip, cracked battery tube threads, scratched lcd window, scratched reservoir tube window stained end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm and keypad anomaly. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 359 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.